Manufacturer narrative:
The reported event could not be confirmed since no product and no medical records, i.e. X-rays, had been provided. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nc/CAPA had been filed for the item in question. Potential revision had been considered in the risk management file with appropriate values not having been exceeded by this case. The labelling already informs about that a temporary implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling points out that product damage must be avoided. No indications of material, manufacturing or design related deficiencies were found during document review. In the case presented a femoral nail gt, right t2 alpha femur antegrade ø10x320mm had broken after an alleged implantation period of roughly 5 months. The patient was revised with another kind of nail plus a plate. Further information was not provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a real root cause could not be determined. In case substantive information or the item itself becomes available we reserve the right to re-open the investigation with root cause assessment.

Event description:
The following was reported: the t2alpha gt nail was inserted on (B)(6) 2020. The patient was complaining of pain in the proximal femur when he visited the hospital in mid-(B)(6), and when the x-ray was checked, it was confirmed that the nail was broken. It was not a factor such as a fall, but (B)(6) 2021 re-operation was performed, the t2 alpha was pulled out, a long gamma was inserted, and another company's plate was inserted.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by hospital.

Event description:
The following was reported: the t2alpha gt nail was inserted on (B)(6) 2020. The patient was complaining of pain in the proximal femur when he visited the hospital in mid-(B)(6), and when the x-ray was checked, it was confirmed that the nail was broken. It was not a factor such as a fall, but (B)(6) 2021 re-operation was performed, the t2 alpha was pulled out, a long gamma was inserted, and another company's plate was inserted.